Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that a dissection occurred in the rca with a vision stent. The dissection was treated with another vision stent. No additional event or pt info is available.